Manufacturer narrative:
Additional components potentially involved in the event include: device: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124719.

Event description:
It was reported after the implant procedure the patient awoke with radiating pain down the right leg. In turn, the leads were cut and partially explanted to address the issue. The rest of the lead and ipg were left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.